Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.